Event description:
Additional information received reported that two leads were replaced on (B)(6) 2012. The patient had stopped getting adequate therapy one month after surgery. It was noted that the patient "pulled both leads and fractured another." Lead breakage, dislodgement, and positioning difficulty were noted. It was indicated there was no patient injury and the patient recovered without sequelae after device removal. It was reported that the patient was doing much better at a post operational appointment that occurred on (B)(6) 2012.

Event description:
It was reported that there were high impedances measured. All electrode combinations using electrode 3 or 7 had measured over 40,000 ohms. The patient was using electrode 3 in a few programming sets. The patient had an x-ray taken and it was determined that the leads had moved. One lead moved 1 vertebral body and the other lead moved slightly down. There was no known accident or incident related to the symptoms. The patient was reported to still have been using the stimulator and was receiving therapy as of (B)(6) 2012. The patient was scheduled for a surgical revision on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead; product ID 3778-60, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type lead; product ID 37754, lot# serial# (B)(4), implanted: explanted: product type recharger; product ID 37744, lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID 3550-39, lot# n316092, serial# implanted: (B)(6) 2012, explanted: product type accessory. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2012; product ID 3778-60, serial# (B)(4), explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product type accessory, product ID 3550-39, product type accessory, product ID 3550-39, product type accessory. Analysis of the lead (model 3778-60 serial# (B)(4)) found no anomaly. Analysis of the lead (model 3778-60 serial# (B)(4)) found broken conductors within 10 centimeter of the connector area. Conductor circuit # 1, 3, 7 in the body of the lead were broken. Analysis of the stimulator anchors (model 3550-39) found no significant anomaly. The silicone of the titan anchor was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.